Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient needed someone to check their ins as it was not working or doing anything. The patient said that the screen was blank. The patient said sometimes it does something and sometimes it does nothing. The patient stated that they replaced the batteries and it didn't resolve the issue. The patient stated that after the device was implanted a few weeks later it stopped. The patient stated that they called a manufacturer's representative (rep) and the rep reset it and it worked for a few days and then stopped again. No symptoms were reported. Patient services reached out to the manufacturer's representative (rep) for troubleshooting. The patient does not have a primary pain doctor. No further complications were reported or anticipated.